Event description:
It has been reported to philips that geometry did not work. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment was not in the position to perform table swivel movement due to issue in the swivel motor. Swivel is a motorized movement that allows positioning the table for full body imaging. The fse replaced the geometry cpu, table swivel motor and the hand switch. After replacement of geometry cpu, the table swivel motor and the hand switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.